Manufacturer narrative:
(B) (4): the crosslink was returned for evaluation. Visual examination confirmed the crosslink center hex nut is stripped, the side hex break-off screw is missing, and the rod hook has been severely cut and nearly severed. Multiple variables could contribute to inability to loosen the crosslink hex after tightening. The associated instruments utilized to tighten and/or loosen were not returned for analysis. A review of the device history records did not identify any applicable nonconformance to specification. With the available info, a cause or contributing factor cannot be determined.

Event description:
It was reported that the pt underwent spinal fixation from l2 to s1. Upon finishing the construct, the surgeon did not like the placement of the crosslink and felt that the crosslink should be moved. The surgeon attempted "to loosen both the middle nut and the right set screw would not engage with the driver and the male hex driver." The set screw was stripped. The surgeon did not overtighten the set screw. Several attempts were made to loosen the set screw with different drivers without success. The crosslink was sawed off with a circular metal cutting bar. The crosslink was replaced. No pt complications were reported.